Event description:
Event description boston scientific received information that this patient had a history of transposition of the great vessels which had been corrected. During the implant procedure four days ago for a dual chamber system, several ventricular lead positionings were tried before acceptable threshold and sensing measurements were obtained. After closing, it was determined that the r-waves were not being sensed and a lead dislodgement was suspected. This lead was repositioned immediately and the sensing was appropriate. To date, there have been no reported patient symptoms associated with this clinical observation.